Manufacturer narrative:
The real intelligence cori, part # rob10024, serial (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. It was determined that there was a connection issue within the drill connector receptacle or wiring to the tool control unit board. A log file review was performed. The reported problem was confirmed. Log files provided for 01-23-2023 shows an abrupt end of the logs during the femur points collection stage, which correlates with the reported issue of cori shutting down to a blue manual icon. It was also found that a large amount of pfs_state_uninitialized messages due to random_exposure_mode_disabled were appearing during all cases. This message was observed when connecting any drill. It was also found that a communication failure into an internal error were experienced in one case and seem to be correlated to these events. A software investigation was performed and determined that these messages were appearing due to the handpiece being stuck in the initialize state and could not complete homing properly. This resulted in a communication failure which was unrecoverable and led to an internal error. This was determined to be due to communication failure between the tcu board and the handpiece. After swapping the drill connector receptacle with a know working one, pfs_state_uninitialized messages were no longer appearing in the log files. The most likely cause of the console shut down was found to be a communication failure due to the drill being stuck in the initialize state. This resulted from a failed connection between the tool control unit board and the drill. A fault in either the drill connector receptacle on the front panel of the console, or the wiring which connects it to the tcu board is to blame. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during femur mapping for a cori-assisted tka, the real intelligence cori shut down and the blue picture of the person holding a book was on the touchscreen of the console. The rep did a reboot and went back into the case. They were able to complete the procedure without further issues after a non-significant delay. Patient was not harmed.